Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived. There was no adverse impact to the customer's blood glucose level.